Manufacturer narrative:
Age at time of event: 18 yrs and older. (B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during shunt percutaneous transluminal angioplasty interventional procedure a balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified left forearm. A non-bsc guidewire was crossed to the lesion without resistance. During dilatation, a 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. When dilatation pressure reached at 4 atm on the first inflation, the balloon ruptured. The procedure was completed with a different device. No complications were reported and patient's status was good.